Manufacturer narrative:
A precision check was performed and was acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Calibration and controls were run and these passed. An ise check was performed and passed. Other patient results correlated with patient history.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, cl for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 93 mmol/l. The sample was repeated twice, resulting in na values of 120 mmol/l and 120 mmol/l. The sample initially resulted in a cl value of 123.2 mmol/l. The sample was repeated twice, resulting in cl values of 88.7 mmol/l and 88.2 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.